Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer stated that she has been losing time and sometimes gaining time. The customer stated that her healthcare provider had trouble uploading her insulin pump and that made her aware of the time change. The customer stated that she was losing 3 minutes within 10 days. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.